Event description:
An external hospital contacted the regulatory affairs office to report that a possible retained foreign body had been removed from a pt who had surgery at this hospital six years prior, and submitted a photo of the item removed. The small piece of hardware removed from the pt may have originated from a piece or instrumentation utilized in the 2009 surgery, namely a synthes 2.0 mm cheek retractor blade. The photo appears to be a moveable component of the retractor blade that is used to introduce trocars and drills for the surgery.